Event description:
It was reported to philips that the system c-arm geometry was faulty. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The customer reported that the c-arm geometry system was faulty. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.